Manufacturer narrative:
Insulin pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip ring was lost on top of reservoir and drive support cap was missing. Customer¿s blood glucose level was 289 mg/dl. Customer was advised the insulin pump would need to be replaced and to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.